Event description:
The device was used during a laparoscopic herniotomy procedure. Reportedly, the staples did not form properly. The surgeon removed the malformed staples and applied another unit. No patient injury was reported.